Event description:
It was reported that damage was detected on the lead component during its removal. Specifically, the lead component of the patient¿s implantable neurostimulator (ins) broke above the radiomarker (which included the tines) and the electrodes broke off upon removal leaving a fragment (portion from the tines down) in the s2 foramen. The removed portion of the lead was discarded by the customer. The original lead was not in s3 (per fluoroscopy) and so a new lead was placed at s3 (unsure if it was placed on contralateral side or not) with no issues. There were no patient symptoms or complications reported associated with the event issue and it was noted that everything well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Type of reportable event: "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v693796, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined l eads", educational brief/physician communication ((B)(4) 2010).